Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level and customer was alleging the insulin pump for under delivery of the insulin. The customer's blood glucose level was 465 mg/dl at the time of the incident. The customer's current blood glucose level was 465 mg/dl. The customer was treated by the insulin pump. The customer was assisted with the troubleshooting. The customer was alleging the insulin pump for the under delivery because he was thinking that he was not getting enough insulin. The insulin pump will not be returned for the analysis.